Manufacturer narrative:
The manufacturer previously reported information alleging that a trilogy evo device experienced a ventilator inoperative condition after being previously repaired. There was no serious patient harm or injury that occurred or was reported. The device was returned to a third-party service center for evaluation. The service order estimate notes that no defect was found and that the device will be returned back to the customer. There is no further documentation stated on a root cause and/or any component replacement to resolve the ventilator inoperative condition. Additionally, a 'battery not charging fault' error code was found in the device's error log. There is no documentation stated on a root cause and/or any component replacement to resolve the battery error. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The reported ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging that a trilogy evo device experienced a ventilator inoperative condition after being previously repaired. There was no serious patient harm or injury that occurred or was reported. The device has been returned back to the third-party service center and is awaiting to be reevaluated. A supplemental report will be submitted as due.

Manufacturer narrative:
The manufacturer previously reported information alleging that a trilogy evo device experienced a ventilator inoperative condition after being previously repaired. There was no serious patient harm or injury that occurred or was reported. The device was returned to a third-party service center for evaluation. The service order estimate notes that no defect was found and that the device will be returned back to the customer. There is no further documentation stated on a root cause and/or any component replacement to resolve the ventilator inoperative condition. Additional evaluation notes were recently added stating that the error log references 'soft power fail', 'hard power fail', and 'power vbus dropped' error codes. There is also no further documentation stated on a root cause and/or any component replacement to resolve any of these reportable errors. It is noted that a not-reportable 'battery not charging fault' error code was found in the device's error log as well, and the service technician recently added notes stating that the detachable battery was defective and needs to be replaced. The air foam inlet filter and particulate filter were replaced for maintenance. The unit was charged, discharged, and left to run on a known-good battery. The service technician stated that no errors populated after these actions. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The reported ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.